Manufacturer narrative:
Siemens has completed an investigation of the reported event. The root cause was determined to be a mechanical error. The table locks did not snap in properly so that the table rotation was not mechanically locked as desired. The patient support plate could still be moved manually. Retrospectively, this cannot be determined beyond a reasonable doubt since the circumstances on site have changed as a result of the successful service intervention. The regional technician examined the system on site and found the problem described above. He replaced the associated latches and completely readjusted the locking mechanism. After that, the system worked as specified again. The returned part did not show any defect upon examination. Therefore, the system specialists conclude that there was a temporary mechanical problem that was eliminated by adjusting the mechanism. A possible general defect that would require corrective measures of the installed base could not be determined by the investigation. After detailed investigation, the incident is not classified as a reportable event as neither serious injury, death nor an unexpected, prolonged hospitalization of the patient or any other person occurred or could be expected.

Manufacturer narrative:
Siemens is conducting a thorough investigation of the reported events. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed upon completion of the investigation.

Event description:
It was reported to siemens that a malfunction occurred while operating the artis zeego system. The user reported that table wobbling made a procedure difficult. We are unaware of any impact to the state of health of the patient involved. Siemens has requested additional information in order to conduct an investigation of the reported event.